Manufacturer narrative:
Product complaint # (B)(4).

Event description:
After review of medical records, the patient was revised for instability. Operative notes reported that the stem was anteverted.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). Initial reporter occupation: lawyer. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Complaint description: patient was revised due to a fall that caused the liner to break and dislocate. Update ad 05 sep 2018: (B)(4) has been re-opened under (B)(4) due to the receipt of ppf. In addition to what was previously reported, ppf alleged infection. The unknown head was added to the impacted product due to the ppf allegation. The file was opened and reviewed on (B)(6) 2019; doi: (B)(6) 2012; dor: (B)(6) 2012; (right hip).